Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant the device was wrapped in a gortex sheet, and shock impedance measurements showed out of range > 200 ohms. A request was made regarding the solution for this case to boston scientific technical services (ts). Ts discussed performing a defibrillation test to see if the shock value was fine for use. It was noted that defibrillation testing was performed and the device was able to terminate the induced arrhythmia and normal shock values were seen. No adverse patient effects were reported. Additional information noted that the patient had a metallic allergy thus gortex was rolled on the device, it was believed that this could have been the cause of the high out of range shock impedances measurements.